Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for due to refractive change overtime. The problem was resolved. Cause of the event is unknown.